Manufacturer narrative:
Correction: in the 3500a initial report, it was stated that the analysis has begun but was not completed at that time. However, the device evaluation was actually completed. Therefore the device evaluation has been added to device evaluated by MFR?. (B)(4). It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bi-directional navigation catheter and a force issue occurred. The contact force value of the smart touch catheter was displayed n/a. The returned device was visually inspected upon receipt and reddish material was found at the pebax area; however during a second visual inspection during the analysis, damage was observed on the sensor sleeve (pebax) allowing reddish brown material inside of it. Per this condition a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax exhibit evidence of scratches and rupture induced by an unknown object, which is why this complaint was MDR reportable. This condition might contribute to the reddish material observed at the area. The catheter was evaluated for sensor functionality on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The force feature was working properly. Finally, the force sensor values were found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a force issue occurred. The contact force value of the smart touch catheter was displayed n/a. Zeroing was conducted several times but the issue continued. The cable was changed; however, the issue did not improve. The issue was resolved by changing the catheter to another one. The procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable because potential risk that it could cause or contribute to a serious injury or death is remote. The biosense webster failure analysis lab received the device for evaluation. It was first discovered that there was reddish brown material found inside the pebax on the helix coil and the pebax was found damaged, as a hole was observed on the pebax. There was no difficulty withdrawing the catheter from the patient. This condition was no noticed prior to use, upon withdrawal or prior to send the catheter back for analysis. This finding has been assessed as MDR reportable because there is a risk to the patient due to the structural integrity compromise of the pebax covering. The awareness date has been reset to the date of the pebax damage finding (B)(6) 2016.